Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and severely calcified circumflex artery. A non-bsc device was used to prepare the lesion. A non-bsc guidewire was placed and following pre-dilation of a 2.5 nc emerge balloon catheter, a 2.25 x 38mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, a small kink in the distal shaft of the device was noted. The same stent was inserted back through the non-bsc bleedback control valve and it was able to cross the lesion. When trying to inflate the balloon of the device, it would not inflate. The device was removed from the patient's body and it was noted that the stent delivery system (sds) with mounted undeployed stent had separated at the proximal end of the balloon and remained in the vessel. The non-bsc wire that was used had also sheared off, leaving the distal tip of the wire in the body. It took two hours trying to snare the detached component of the sds and wire but it was unsuccessful. The procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.